Event description:
The device was used during a laparoscopic nissen procedure. Reportedly, the instrument broke and a component disengaged into the patient's cavity. The surgeon applied another device and was able to retrieve the component. The hospital has reported no patient injury occurred.